Manufacturer narrative:
Citation: buckley jr et al. Multicenter analysis of early childhood outcomes after repair of truncus arteriosus. Ann thorac surg. 2019 feb; 107 (2): 553-559. Doi: 10.1016/j.athoracsur.2018.08.094. Epub 2018 oct 26. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes and risk factors for right ventricle-to-pulmonary artery conduit reintervention in children who have undergone truncus arteriosus repair. All data were collected from 15 centers between 2009 and 2016. The study population included 216 patients (108 male/108 female; mean age 10 days), 55 of which were implanted with a medtronic contegra valved conduit. No serial numbers were provided. Among all patients, 15 operative deaths occurred, and 14 late deaths occurred (¿late death¿ was defined as after hospital discharge and over 30 days post implant). Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, catheter-based or surgical conduit reintervention were reported as: balloon angioplasty (19 cases), balloon angioplasty with stent placement (30 cases), vascular plug for a conduit pseudoaneurysm (1 case), conduit patch (1 case), and conduit replacement (58 cases). Other adverse events included: unplanned cardiac catheterization or reoperation (76 cases), endocarditis due to staphylococcus infection (3 cases), post-operative extracorporeal membrane oxygenation (22 cases), post-operative cardiopulmonary resuscitation (26 cases), and mild-moderate aortic insufficiency (unspecified number of cases). Multiple manufacturers were noted in the literature; however, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. The physician/author stated the mean weight for the patient cohort was included in the published manuscript (mean weight 2.9 kg), therefore, updated field to provide this information. If information is provided in the future, a supplemental report will be issued.